Event description:
It was reported that unspecified bd infusion set was occluded . The following information was received by the initial reporter with the following verbatim. It was reported by customer that very difficult to clear after drawing blood through the t-connector hub. They had an incident where blood was not cleared in a timely manner and the line was almost completely occluded. None of us were able to flush it so we did a sterile line change. At that time, a large blood clot was removed from the hub of the port tubing. The nurses suspect that this could be the cause of the patient having to have their port re-accessed last week as well. The nurses also report that the t-connector is very difficult to connect to our port tubing and that it doesn't feel like the grooves align correctly. The nurse that did the line change today also had a very hard time disconnecting it from the port tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Manufacturer narrative:
Correction to d tab for the medical device code updated to fpa.

Event description:
No additional information.

Event description:
Photo received.

Manufacturer narrative:
Investigation summary: the customer reported it is difficult to connect t-connector set, and returned one photo of the set. There is no physical sample available for investigation. The photo on its own was not able to verify the failure mode of occlusion. The root cause for the issue cannot be verified without a physical sample available for investigation. A device history record review could not be performed because the lot number is unknown.